Event description:
The plunger that the device fits into breaks often. The glass breaks. Rptr is concerned that the glass pieces might embolize since the catheter is so close to the heart. Pt is also concerned and along with the rptr contacted the MFR. The MFR stated they would send a rep and look into the matter but had failed to do so.